Event description:
(B)(4). Excessive bleeding, massive clots, stomach pain like contractions also in my back. Gained 15 lbs in 4 months, stomach bloating. The bleeding and weight gain is worse then anything have even experience. Didn't even bleed this much after having kids. I have never weighed this much. I have only had this thing in for 4 months and already bad experience. I wish I would have never gotten it. Doctors don't even tell you about all these negative effects. Seeing doctor tomorrow to address the bleeding. Going through a pad every hour.